Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphadenopathy and pain. Reoperation has not been scheduled at this time.

Event description:
Patient reported left side "pain in midsection to the left of sternum," "lymphocyte count is low," and "gained 8lbs due to the swelling on their left side." Patient additionally reported swelling on left side between the shoulder and neck¿, and "heart rate has doubled"; these events are not device related. Device remains implanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received legal reports, allergan medical safety determined that there is no malignancy. Additional, corrected and/or changed data: b.5, b.6, d.4, d.6a, g.1, g.2, h.4.

Event description:
Testing for alcl; there was no diagnosis of alcl, but patient has fear of contracting alcl due to the device.

Event description:
Patient reported left side "pain in midsection to the left of sternum," ¿swelling in the lymph nodes,¿ ¿fluid collecting around the implant,¿ capsular contracture, baker grade unknown, ¿supraclavicular mass,¿ and ¿redness¿ and testing for alcl; pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The following reported events have been deemed not related to the device: "began experiencing swelling on left side between the shoulder and neck," "heart rate has doubled," "lymphocyte count is low," "gained 8lbs due to the swelling on their left side," and ¿parotid mass.¿ the device has been explanted.

Manufacturer narrative:
Continued h6: e1403; f2201. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected, seroma - late, capsular contracture, and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "testing for alcl;" "fluid collection around the implant;" capsular contracture, baker grade unknown; "supraclavicular mass".